Event description:
It was reported that the patient right foot end access door had become detached and was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.